Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and sepsis on a tooth on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 1200 mg/dl. It was unknown if the insulin pump was on auto mode. The customer had lost their insulin pump and transmitter while they were in the hospital. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.